Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead failed to capture despite multiple repositioning attempts in appropriate positions. The ra lead was not used and was replaced on (B)(6) 2025. The patient was in stable condition.